Event description:
It is reported on an unknown date that the cap at the end of the instrument has broken off. This is not for warranty replacement. The device did not malfunction during surgery while being used on a patient. No further information is available at this time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned placeholder.